Event description:
Pt was implanted with a synergy implantable pulse generator on 2000 for the treatment of peripheral neuropathy. The hcp confirmed that the pt went through an airport security system. The pt lost stimulation and noticed cramping in their legs. Hcp reported that the pt had no injuries as a result of this event. The pt programmer was reprogrammed with no problems when the patient came to the clinic. The hcp reports the patient outcome is "no problems". Physician and hospital staff manual for the synergy ipg states "instruct patients to do the following when approaching or passing through a theft detector or screening device: 1. Show the medtronic patient identification card to security personnel. Ask to have the theft detector/screening device turned off or ask to bypass the theft detector/screening device. 2. If step 1 is not possible and passing through the theft detector/screening device is unavoidable, reduce the amplitude of the ipg to the minimum and turn the ipg off. 3. Approach the theft detector/screening device slowly. If any stimulation is felt, back out of the theft detector/screening device immediately without changing body position. If no stimulation is felt as the center of the theft detector/screening device is reached, move quickly through to the other side.